Manufacturer narrative:
The reported event that drill, tri-flat t2 tibia ø3,5x130 mm was alleged of issue k-275-a (instruments - drill - broken) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. If device is returned or any further information is provided, the investigation report will be reassessed. Device disposition unknown.

Event description:
It was reported that when drilling was done with free hand technique during surgery with t2h, the tip of the drill was broken and left in the bone. Therefore, drilled a hole with crown reamer from the other side and the broken part was removed. The doctor's opinion: when he drilled, he put too much angle and it was broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that when drilling was done with free hand technique during surgery with t2h, the tip of the drill was broken and left in the bone. Therefore, drilled a hole with crown reamer from the other side and the broken part was removed. The doctor's opinion: when he drilled, he put too much angle and it was broken.